Event description:
It was reported that a transmitter failed error occurred for transmitter ID 8ljus9. Data was evaluated and the allegation was confirmed for transmitter ID 8mhhen. The probable cause could not be determined post investigation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.